Event description:
It was reported, the patient fell and broke her hip in 2013 (B)(6) and had surgery on 2013 (B)(6). It was noted, the patient had a catheter put in for surgery and it was taken out. Reportedly, no one at the hospital knew how to work the implantable neurostimulator (ins). The patient was redirected to her healthcare provider (hcp). It was reported the patient fell and broke her hip in 2013 (B)(6) and had surgery on 2013 (B)(6) because, she was on coumadin. At the time of report, the patient was at rehabilitation having ¿problems with bodily functions.¿ the caller stated she adjusted it, but the patient could not feel it. It was stated, the patient ¿might have a broken lead and that¿s why she was having problems.¿ the patient will be in the hospital for at least another couple weeks. It was reported, there was nothing to report, no impedance problems and no lead problems. On 2013 (B)(6) reprogramming was performed. It was stated, the device was on and the patient was feeling fine sensation. No problems. It was reported the patient was ¿suspected to have a broken lead.¿ the caller stated, ¿the broken lead seems to be speculated right now but not confirmed diagnostically.¿ reported the patient was doing ¿very well in physical therapy but still having to go quickly.¿

Manufacturer narrative:
Product ID 3889-28, lot# v423811, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v423811, implanted: 2010 (B)(6); product type lead. (B)(4).